Manufacturer narrative:
The device was received in the fully deployed position. The device was reset into the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. The exact cause of the needle mechanism failure could not be conclusively determined. The device data was unable to be downloaded. The batteries had sufficient voltage. An external power supply was used in an attempt to download the device data, but the device was unable to be downloaded. It can not be determined if the needle mechanism deployed early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.